Event description:
Healthcare professional reported "intra-capsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "intra-capsular rupture" diagnosed via mammogram. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "intra-capsular rupture" diagnosed via mammogram. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures, non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.